Event description:
It was reported that during a renal stenting treatment procedure, a stent dislodged inside the patient. The 80% stenosed lesion was located in the non tortuous and non calcified renal artery. Access was obtained through the right common femoral artery. The express sd renalbiliary stent 6.0x14mm was advanced with difficulty. The stent was "manipulated multiple times" and became dislodged from the balloon catheter in the aorta. The stent was attempted to be removed with a snare unsuccessfully and moved down the iliac artery. Another manufacturer's stent was placed and secured the dislodged stent against the left common iliac vessel wall. Another of the same device (express sd renalbiliary 6.0x14mm stent) was implanted successfully in the renal artery. No further complications were reported. The patient status is "fine."

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).